Event description:
It was reported that the patient is deceased. The patient was having an explant of the implantable cardioverter defibrillator (ICD) system due to infection and "visible vegetation on the rv [right ventricular] lead." During the procedure a "large" section of vegetation "embolized" and lodged in the pulmonary artery obstructing the blood flow. The cause of death was "large vegetation embolized to pulmonary artery obstructing flow, due to infective endocarditis, due to infected ICD lead, due to dilated cardiomyopathy." An additional significant condition contributing to death, but not resulting in the underlying primary cause of death was listed as chronic renal failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was blood/body fluid on the outer tubing overlay, and the outer tubing overlay was melted. The outer tubing overlay had cosmetic environmental stress cracking, and the outer insulation had cosmetic depression. There was apparent explant damage. A visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.